Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that during testing with various size test lungs, a 980 ventilator was producing "below average tidal volumes and minute volume for all weight conditions during passive ventilation, but above average values under active breathing." The ventilator was not in use on a patient at the time of the reported event. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.